Manufacturer narrative:
The device was manufactured january 30, 2018 ¿ february 1, 2018. The device was received for evaluation. A visual inspection on the unit via the naked eye noted the blue winged luer cap to be slightly untightened. A functional leak test was performed by filling the unit with green colored water. After the fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was monitored until the next day. The next day, no sign of a leak was observed. Based on the analysis finding, the unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed between the luer adaptor and the blue wing luer cap of a small volume infusor after filling. It was further reported that the blue winged luer cap was fastened enough but the leakage did not stop. There was no patient involvement. No additional information is available.